Manufacturer narrative:
The crea2 reagent lot number and expiration date were not provided. The na and k electrodes' lot numbers and expiration dates were not provided. Qc was acceptable on the day of the event. A general reagent issue can be excluded as no further issues occurred and a correct rerun was performed with the same reagent. The field service engineer found the detergent tube was leaking. He repaired the detergent tube. He also confirmed that the tests and the module were performing within specifications. The root cause was due to a leakage in the detergent tube. The service actions (repairing the leaky detergent tube) resolved the issue.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine (crea2) assay, sodium (na) test, and potassium (k) test, and 2 patients' samples tested with sodium (na) test on a cobas 6000 c501 module. Sample 1: crea2: initial result: 156 umol/l. Repeat result: 277 umol/l. On (B)(6) 2024 the original sample was tested. Na: initial result: 135 mmol/l. Repeat result: 722 mmol/l. K: initial result: 5.24 mmol/l. Repeat result: 4.46 mmol/l. On an unknown date: sample 2: na: initial result: 177 mmol/l. Repeat result: 144 mmol/l. Sample 3: na: initial result: 159 mmol/l. Repeat result: 143 mmol/l. The customer questioned the initial results. No questionable results were reported outside the laboratory and the samples were repeated. The samples were also sent to a different laboratory (isipingo) to be repeated.